Event description:
A staff nurse reported that an intraocular lens (iol) was exchanged. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone fax and mail. A completed questionnaire has not been rec'd. (B)(4).